Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient thinks that the adaptive stim never worked properly for him but wants a new system. Healthcare provider feels issues were because the leads were pushed up/ leads migrated up. Patient convinced that adaptive stim feature is flawed. It was reported the patient recovered without sequela.

Manufacturer narrative:
Analysis of product ID# 97714 found stim ins/functionally okay/insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va133n3042, (B)(6), (B)(4); product ID: 977a260, serial/lot #: va13myy042, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient always felt that the adaptive stimulation never properly worked for them. The patient's hcp felt that the problem was only due to one of the patient's leads migrating up 2 vertebral bodies and that stim was not in the needed area. The cause of the lead migration was unknown. On (B)(6) 2018, the patient had a lead revision and also requested that the ins be replaced with the newest model. The lead revision was successful, the patient was feeling pain post surgery and that the patient's pain was much improved than what he has had. No further complications were reported.

Event description:
Caller called regarding MRI eligibility however was seeing MRI eligibility cannot be determined screen with code 04707070000 screen. Technical services advised that there potentially was an abandoned lead or component, so a full-body MRI was not recommended. Pss reviewed above information with the caller/pt; pt then asked if this was because of a prior mdt ins that had a lead shift by like two inches; pt stated that this was the reason for having a new set of leads and a new ins installed; pt stated that they just left the old lead in place to not disturb anything medically. Pt then stated that they thought that lead was removed, however they couldn't recall since it was so long ago. When pss asked for the event date regarding the lead shifting, pt stated that they thought it was from the original ins that was implanted in 2008 or 2009 that was done their hcp, however caller (pt's significant other) then stated that it was in 2018 when the intellis ins was installed when one of the leads came undone and had to be reattached. Pt then reite rated the reason for the MRI; pt stated that the MRI would be to check for a potential spinal fluid leak, so the MRI would be of their cervical spine and cranium; pt noted that a CT scan would be of their sinuses. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that they texted mdt rep, today asking about MRI conditions and that the rep responded that the MRI could be up to a 1.5 tesla; pss reviewed MRI conditions again with the pt/caller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the MRI/potential csf lead was not related to the device or therapy. Device wise the patient was doing well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.